Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr dl powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the distal end of the extension tubing on the red lumen. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that implanted on (B)(6). On (B)(6), leakage was confirmed from the extension leg of the red lumen. On (B)(6), the catheter was replaced. There was no reported patient injury. No other information was provided.

Event description:
It was reported that implanted on 3/12. On 3/17 leakage was confirmed from the extension leg of the red lumen. On march 18th, the catheter was replaced. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.